Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported the patient was implanted with hf sensor on (B)(6) 2015 and had an additional medical procedure on (B)(6) 2015 for severe peripheral vascular disease. The patient was on full code when he developed azotemia and aspiration pneumonia. As a result, the patient was placed on comfort care per his family's request. Further, the patient passed away on (B)(6) 2016. Details provided by the physician indicated death was due to the other health issues unrelated to cmems product or implant procedure.